Event description:
#Medwatcher #followup1 #fdamw5042385 #(B)(4). I had my surgery on (B)(6), 2012. I have been struggling with health issues since then. I am also in the process of filing bankruptcy due to the staggering medical bills. I would not have to do this if the coils had not been inserted.

Event description:
#Medwatcher #followup2 #fdamw5042385 #(B)(4). The abdonimal pain is getting worse on a daily basis. My blood work and test always come back normal. I am schedule for another upper gi and colonoscopy on (B)(6), 2015. I am having a hard time working because of the pain and I have file bankruptcy with the state of (B)(6) due to all my medical bills. This is effecting my home and work like!!!

Event description:
(B)(4). The day after the surgery I had a feeling of ripping in my abdonimal wall. The doctors were not able to find anything wrong. I have dealt with abdonimal pain, pelvic pain, back pain, chest pain, diabetes can't get under control, headaches, depression and very tired all the time. I have been to multiple emergency departments, doctors, multiple test and they are not able to find anything wrong with me.